Manufacturer narrative:
Customer (B)(6) facilities had concerns connected with reprocessing of devices at the various (B)(6) facilities. Arising from this concern, devices/events have been identified for the (B)(6) facilities below: (B)(6). The associated devices/events that are identified at this time for (B)(6). Are as below: patient identifier (B)(6), model number: cf-hq190l, serial number (B)(4); (B)(6), pcf-h190dl, (B)(4); (B)(6), pcf-h190dl, (B)(4); (B)(6), gif-h190, (B)(4); (B)(6), gif-h190, (B)(4); (B)(6), gif-h190, (B)(4); (B)(6), cf-hq190l, (B)(4). This medwatch is for patient identifier: (B)(6). In-service has been scheduled by the olympus endoscopy support specialist (ess) to observe the facility¿s reprocessing of endoscopes. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information.

Event description:
As reported for this event by the customer, concern was raised for the reprocessing across multiple customer sites upon findings after devices were inspected with a borescope. The findings of a borescope inspection for this device are gross debris found at the junction of suction channel and universal cord. The device was soaked for more than an hour and then brushed. The debris was still present. The customer then ran a brush down the umbilical cord and the borescope was put in backwards. It was observed that the brushes did not touch the channel wall on the side that the debris is being found. There is no reported harm to any patient or persons.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is known that there are places in the scope channel that the third party cleaning brush does not hit. Therefore, it is likely that there was residue in the suction line. Reprocessing was observed by olympus personnel on-site and confirmed deviations from the instructions for use (IFU). It is likely that there was a difference in the handling of equipment and recognition of the reprocessing procedure between olympus' recommendations and the facility in question. The event can be detected/prevented by following the instructions for use which state the following: 1) "during pre-cleaning, wipe the scope insert after the aspiration step. Wipe the insertion section aspirate water flow is described." 2) "do not remove the scope from the water before removing the leak tester from the scope. Remove the endoscope from the water with the leakage tester still attached." 3) "do not wipe the scope after flushing it with detergent solution. Dry external surfaces: dry the external surfaces of the endoscope, the channel plug, the injection tube, and the auxiliary water tube by wiping with clean lint-free cloths." 4) "do not wipe the scope at all during manual cleaning. A channel opening cleaning brush is used prior to using the channel cleaning brush. 5.5 manually cleaning the endoscope and accessories; brush the channels describes the proper brushing sequence." 5) "do not reprocess or brush while the scope is immersed. 5.5 manually cleaning the endoscope and accessories fill a clean, large basin with the detergent solution at the temperature and concentration recommended by the detergent manufacturer. 6) "do not remove unnecessary attachments from the oer-pro when cleaning only one scope on the oer-pro. (Cleaning with the specification of cleaning two scopes) the applicable attachments are described in 4.6 endoscope setup." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 9610595.